Event description:
According to the initial reporter: "the tevar covered pieces were successfully deployed to cover entry tears to approx. 2cm above celiac artery. Extended distally with zdes-46-184-us. I advised the doctor to use caution advancing any wires through the bare stent as they could go through the suture loops used to hold the stent together, but he said he advanced wires quickly and said that there was no way to tell. As I was explaining to the fellow and mdt rep why caution was needed the doctor advanced the (another manufacturers) catheter over the wire at which point the distal 2 stents of the zdes migrated up (cephalad). The doctor used a molding balloon (mdt reliant) that was gently inflated inside the zdes to pull the stent back down into place."